Event description:
As reported via the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, the patient experienced rupture of the left ventricular outflow tract (lvot). The tavr was converted to an open surgical case. The patient expired at the end of the procedure. Per the case report, the left femoral artery (lfa) was accessed via cutdown approach and an edwards sheath was inserted. Balloon aortic valvuloplasty (bav) was performed successfully with under rapid ventricular pacing (rvp). The 23mm sapien valve was inserted, positioned and deployed in a 60:40 position under rvp. Echo revealed trace posterior paravalvular (pvl) and moderate to severe central aortic insufficiency (cai). At this point the patient became immediately hypotensive with arterial systolic pressures of 50-60 mmhg. The rf3 delivery system was removed and a pigtail catheter was advanced into the ventricle over the wire. The hemodynamics were improved to near baseline for approximately 30-45 seconds with a subsequent drop in blood pressure (bp) into the 30-40's. Echo revealed a growing pericardial effusion requiring immediate pericardiocentesis. Access was obtained into the pericardium and the fluid was drained with a pigtail catheter. Blood transfusion and cardio pulmonary bypass (cpb) preparations were underway and the pigtail was removed. A cpb arterial cannula was placed through the edwards sheath in the lfa and a venous cannula was placed in the right femoral vein (rfv). The patient remained unstable and a decision to proceed to open surgical conversion was made. The aorta was clamped and a cannula was placed. It was then noted there was a tear in the lvot (posterior wall) near the mitral calcification. Surgical aortic valve replacement (avr) and root replacement was performed. Patient remained stable throughout the repair but was too hemodynamically unstable to come off the pump and the patient expired.

Manufacturer narrative:
Cine images were submitted for review, screening (pre-tavr) echo provided, no procedural tee provided. The observations and impressions are as follows. Observations: moderate aortic valve and root calcification, severe stj calcification, no porcelain aorta, no mac. Stable bavs x2 performed. Fair coaxial alignment with lateral bias of the delivery system and valve. Good image intensifier angle (iia). Positioning 60:40 aortic with final valve deployment in 50:50 positioning. Pigtail catheter not pulled back during valve deployment and captured under rcc edge of valve. Post deployment aortogram demonstrates ar with no overt extravasation of dye demonstrated on cine. Next cine images demonstrate a surgical bioprosthesis in the aortic annulus and pt appears to be on bypass. Impressions: typical presentation of annular rupture risk factors do not appear to be present in this case. Moderate calcification of annulus and aortic root demonstrated on screening tte with no obliteration of the sov or significant over-sizing (23mm sapien valve in 19.7mm annulus noted by screening tte). Extravasation of contrast indicating a rupture is not evident on cine images provided. No tee procedural images are available for review and based on the images provide, unable to confirm the cause for the annular rupture. According to the IFU, cardiovascular injury, such as perforation or damage (dissection) of vessels, are known potential adverse events associated with the transfemoral access valve procedure, balloon valvuloplasty, aortic valve replacement and bioprosthetic heart valves. In this case, the patient has risk factors such as oversizing of the valve in the presence of a calcified aortic root. There was no evidence that the aortic rupture was related to a malfunction of the device. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. It is unknown if the factors could have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.